Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky. The patient reportedly was unable to test on patient's meter. The meter allegedly was prompting "not ok". No result was obtained from patient's meter. There was no result obtained from any other source. There was no comparison between patient's meter and any other device. No further information has been reported.